Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 490 mg/dl at time of incident. The customer was assisted customer in performing a 5.0 unit fixed prime. Customer stated the insulin exited. The customer was advised site may have been occluded and to change the entire infusion set system. The insulin pump will not be returned for analysis.